Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was unable to give a command synch shock to convert atrial fibrillation following the software installation upgrade for the partner device. In this specific patient case, the high voltage output ports (df-/+) are both plugged, because no ventricular defibrillation lead is implanted. The cororonary sinus defibrillation lead is connected to the cs port accordingly in the device header. A ventricular pacing lead is connected to the is-1 port. In addition, the ventricular pacing impedance decreased from its original 700 ohm range down to 250 ohms.,